Event description:
It was reported that during a coronary stent procedure involving a 90% stenotic lesion in the lad, the shaft of the delivery/stent device broke during advancement. No pt injuries or complications were reported. Pt status is listed as "stable."